Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found blood leakage from the prn area of a bd pegasus¿ safety closed IV catheter system when the extension tubing was clamped by pinch clamp. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation results: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The batch record was reviewed, no related abnormalities were found. Our investigators noted that the pinch clamp was slanted preventing it from acting as a sufficient seal for the extension tubing. This issue most likely occurred after production. When applying the pinch clamp, pressure should be applied evenly to create an effective seal. No formal corrective action is needed.